Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked ¿through the connections¿. This occurred during priming. There was no patient involvement. No additional information is available.